Event description:
It was reported that manufacturer representative (rep) reported he received call from doctor's office today regarding charging issue. Physician assistant (pa) reports that the patient (pt) is having difficulty charging, he charges for hours but the ins is not going above 50%. Pa requested pt be given the wireless recharger (wr). Rep will order wr for the pt. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.